Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint, a broken pin was found in the port. Additionally, the complaint regarding holding the port on the back to get an image was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the front socket is not working properly and feels as if something is stuck in the port on the front. The port has to be held in on the back to obtain an image. The reported problem was found during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of an image not being displayed unless the sdi connector is held could not be identified and could not be duplicated. Olympus will continue to monitor field performance for this device.